Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place the right ventricular (rv) lead multiple times, and the thresholds kept increasing. Eventually, the physician expressed concern around the helix functionality, as it took over 20 rotations to extend the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.